Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that leakage occurred between the bd phaseal¿ optima injector (n35-o) and tubing luer lock during use because the injector was not tight enough. The following information was provided by the initial reporter: "leake between injector and tubing luer lock. Injector was not tied enough."

Manufacturer narrative:
Correction: additional information was provided by the customer concerning the reported event. The following fields have been updated. Describe event or problem: it was reported that leakage occurred between the bd phaseal¿ optima injector (n35-o) and tubing luer lock during use because the injector was not tight enough. As a result, chemotherapy medication spilled onto the pump, floor, and IV pole. The tubing connected was secondary ¿braun v1921¿ tubing, and the incident reportedly caused a ¿delay in treatment¿. The following information was provided by the initial reporter: "leake between injector and tubing luer lock. Injector was not tied enough¿ ¿1. The tubing connected was a secondary tubing, braun v1921 2. The issue was resolved by sending the chemo, tubing and phaseal back to pharmacy for new tubing. 3. The incident caused a delay in treatment. 4. 2 nurses dealt with a chemo spill, which had leaked onto the pump, the floor and the IV pole.¿ type of reportable events: serious injury.

Event description:
It was reported that leakage occurred between the bd phaseal¿ optima injector (n35-o) and tubing luer lock during use because the injector was not tight enough. As a result, chemotherapy medication spilled onto the pump, floor, and IV pole. The tubing connected was secondary ¿braun v1921¿ tubing, and the incident reportedly caused a ¿delay in treatment¿. The following information was provided by the initial reporter: "leake between injector and tubing luer lock. Injector was not tied enough¿ ¿1. The tubing connected was a secondary tubing, braun v1921 2. The issue was resolved by sending the chemo, tubing and phaseal back to pharmacy for new tubing. 3. The incident caused a delay in treatment. 4. 2 nurses dealt with a chemo spill, which had leaked onto the pump, the floor and the IV pole.¿

Event description:
It was reported that leakage occurred between the bd phaseal¿ optima injector (n35-o) and tubing luer lock during use because the injector was not tight enough. As a result, chemotherapy medication spilled onto the pump, floor, and IV pole. The tubing connected was secondary ¿braun v1921¿ tubing, and the incident reportedly caused a ¿delay in treatment¿. The following information was provided by the initial reporter: "leak between injector and tubing luer lock. Injector was not tied enough¿ ¿1. The tubing connected was a secondary tubing, braun v1921. 2. The issue was resolved by sending the chemo, tubing and phaseal back to pharmacy for new tubing. 3. The incident caused a delay in treatment. 4. 2 nurses dealt with a chemo spill, which had leaked onto the pump, the floor and the IV pole.¿

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.